Manufacturer narrative:
No button error alarm noted. Intermittent act button due to moisture damage on keypad trace. Received moisture damage on back pressure sensor and lcd board. Unit had cracked reservoir tube window, cracked reservoir tube, battery tube threads cracked, cracked reservoir tube lip, minor scratched lcd window and cracked case at display window corners.

Event description:
The customer reported via phone call that the insulin pump had a button error alarm. The customer did not list any significant events leading up to the issue. Blood glucose level at the time of the incident was 119 mg/dl. The customer was advised that the insulin pump would be replaced and agreed to return the device for analysis.